Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the device's lid/power latch assembly had broken off and, as a result, no longer made contact with the device's on/off button in order to power the device on. Physio also observed that the broken lid/power latch assembly was also missing the rubber cushion that directly makes contact with the device's on/off button. Additionally, it was observed that the device was missing the lid. The customer was provided with a replacement device.